Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number. User facility medwatch report# (B)(4).

Event description:
User facility medwatch report# (B)(4) received that states "attempted with 2 different perclose devices to deploy device. Device did not deploy. A 3rd device was used which did deploy without issue." No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for eval updated from 'yes' to 'no'. E1 - address updated. H6 - medical device problem code 2610 failure to fire were removed and code 1142 cuff miss was added.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the left femoral artery was attempted with a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, a cuff miss occured with the two proglides. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.